Event description:
It was reported by the patient's mother that the patient had been "sick" for three weeks and had been hospitalized. It was noted that the patient's managing physician was going to meet with the patient that day to reprogram the patient's implantable neurostimulator (ins). Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 435135 lot# serial# (B)(4) implanted: 2010-(B)(6) explanted: product type lead product ID 435135 lot# serial# (B)(4) implanted: 2010-(B)(6) explanted: product type lead. (B)(4).